Event description:
It was reported before use, during a pre-use operation check touch screen of cardiosave intra-aortic balloon pump (iabp) was unresponsive. No patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, e1 (initial reporter), e2, e3, g3, g6, h2, h3, h6 (health effect ¿ impact codes), h11.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the touch screen of cardiosave intra-aortic balloon pump (iabp) was unresponsive. There was no injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d10. A getinge field service engineer (fse) evaluated the unit and cleaned and reconnected the internal boards and wiring. The symptom was reproducible once, so the touch screen (0160-00-0123), lower bezel (0380-00-0560), and left (0105-00-0138-01) and right hinges (0105-00-0138-02) were replaced. All functional and safety test performed.